Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the infusion set tubing came loose from the cartridge at the luer lock connection. The reporter indicated that the luer lock was tightened appropriately but the tubing was coming loose at night and sometimes during the day. The reporter stated that one occasion resulted in blood glucose levels up to 21 mmol/l; the reporter indicated going to a health care professional and being treated via insulin injection and fluids for diabetic ketoacidosis. The reporter confirmed that there was no visible issue with the tubing or cartridge connections. This report is made based on the allegation of required medical intervention for diabetic ketoacidosis associated with an alleged luer lock connection issue.